Event description:
The port was implanted on [redacted] by a general surgeon into the right subclavian with distal tip overlying the region of the cavo-atrial junction. On [redacted]-60 days later, while chemotherapy treatment was infusing, the nurse assessed the port to find leakage around the port. The infusion was immediately stopped. Fluoroscopic imaging found the port flushed easily with saline, however, would not aspirate. 10 ml of contrast was injected with intermittent fluoroscopy demonstrating contrast leak from the midportion of the catheter, just inferior to the clavicle, consistent with fractured tubing. On [redacted]-65 days after implantation, the port was removed by an interventional radiologist, and the tubing was visually confirmed to be bent and fractured.